Manufacturer narrative:
H6 - include clinical code: 2227. Claim # (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: 4581 (significant reduction of ica, pigment dispersion, sparkles). Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/+0.5/126 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Excessive vault, transient loss of bcva, significant reduction of irido-corneal angles (ica) halos, glare, sparkles, pigment dispersion, and blurred vision was reported. The lens remains implanted. The cause is reported as device.

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vticmo13.2 -12.0/+0.5/126 (sphere/cylinder/axis) implantable collamer lens was implanted into the right eye (od) of a patient with a history of diplopia and progressive myopia on (B)(6) 2021. Excessive vault; transient loss of bcva; significant reduction of irido-corneal angles (ica); halos; glare; sparkles; pigment dispersion; and blurred vision was reported. On (B)(6) 2021, the lens was exchanged for a shorter length lens of a different model. Postoperative reports that the patient feels good seeing; very happy; normal iop of 12; vault of 800; vision without halos or flashes; angles grade ii-iii by gonioscopy; will keep him in check-ups every 2 months to see the evolution. Claim#: (B)(4).